Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a maximum diameter 59.5mm abdominal aortic aneurysm. It was reported that during the index procedure a type ia endoleak was present. Intervention was performed and 4 endoanchors were implanted to the proximal neck. This resolved the endoleak. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.